Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and that the scroll bar was not moving with no input. The customer stated that there were no response from any button. The insulin pump was not exposed to altitude change. The time on the clock advanced when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer called back after receiving the replacement and stated that the insulin pump in question was alarming, so they took changed the battery four times and it started working the customer mentioned that they were still uncomfortable with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit passed the leak test. Unit was received with minor scratched lcd window and cracked select button keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit passed the leak test. Unit was received with minor scratched lcd window and cracked select button keypad overlay.